Manufacturer narrative:
The balloon catheter afapro28 with lot number 44922 and data files were returned and analyzed. The files showed at least six applications were performed with a non-returned catheter afapro28 with lot number 44960-60 without any issue on the date of the event. The files confirmed system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ several times for the date of the event. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. Without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter failed the performance test upon connecting to the console due to system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. The dissection/pressure test showed a guide wire lumen kink and twist inside the balloons at 1.1 and 1.2 inches from the tip of the catheter. Pressure testing showed a breach at the 1.2 inches point of the guide wire lumen kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.